Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect the nerve, he found there was no waveform on nim. The doctor tried to check position of the endotracheal tube and checked the blue cross mark was aligned with the vocal cord. Finally, the doctor changed the endotracheal tube to complete the surgery. There was a procedural delay of ten minutes. There was no patient injury reported.